Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported that the device exhibited error code 310 and a service due 41 issue. There was unknown patient involvement.

Manufacturer narrative:
D9: 19-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Review of the event history log showed occurrences "lec 1310" and "service due 41" alarm messages. Functional testing duplicated the reported issues of "lec 1310" and "service due" alarms. The investigation determined that an outdated clock battery was the cause of the "service due" alarm and that the most probable cause of "lec 1310" was improper use by the customer. Service history review identified the complaint was not related to a previous service of the device within the review period..